Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was noted that the patient's pacemaker was unable to be interrogated by the programmer wand in clinic. Furthermore, a telemetry test was unsuccessful for the device as well as with the use of another programmer. A magnet test was conducted and intermittent pocket stimulation was noted. The physician suspected premature battery depletion. An electrocardiogram was also taken to determine the underlying rate. No intervention took place at the time and the patient was in stable condition.